Event description:
Through review of medical article "first report of a percutaneous valve-in-valve implantation of tricuspid valve in a systemic right ventricle" , the following event was identified as pertaining to an edwards device: a 31-year-old female patient with a 31mm perimount bioprosthesis valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years due to valve degeneration leading to moderate regurgitation and severe stenosis with a mean gradient of 13mmhg. As reported, the right ventricular ejection fraction was 34%. A 30.5mm non-edwards transcatheter valve was implanted within the surgical valve through jugular venous access.

Manufacturer narrative:
H10: additional manufacturer narrative: the date of event is unknown. Therefore, date when the article was received for publication (16 nov 2021) is being used. The subject device is not available for evaluation as it remained implanted. Article citation: mumtaz za, pavithran s, and sivakumar k (2022) first report of a percutaneous valve-in-valve implantation of tricuspid valve in a systemic right ventricle. Cardiology in the young 32: 13571359. Doi: 10.1017/s1047951121005059 the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Manufacturer narrative:
Added information to section a1 (patient identifier (in confidence)), a2 (date of birth), b5 (describe event or problem), d1 (brand name), d4 (model number), d4 (serial number), d4 (expiration date), d6 (d6a. If implanted, give date), g4 (PMA/510(k) number), h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) h10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of degeneration/deterioration could not be confirmed by product evaluation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through review of medical article "first report of a percutaneous valve-in-valve implantation of tricuspid valve in a systemic right ventricle", the following event was identified as pertaining to an edwards device: a 31-year-old female patient with a 6900p31 valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of seven (7) years and four (4) months due to degeneration leading to moderate regurgitation and severe stenosis with a mean gradient of 13mmhg. As reported, the right ventricular ejection fraction was 34%. A 30.5mm non-edwards transcatheter valve was implanted within the surgical valve through jugular venous access.